Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the pulse generator was found to be operating in backup vvi mode. The patient was asymptomatic. It was noted that the patient had been lost to follow-up. Device restoration was not performed due to the device's low battery status. No intervention was reported.